Manufacturer narrative:
The pump has been returned to animas and investigated on (B)(6) 2018 with the following findings: the pump powered on to a blank display screen. There was evidence of moisture ingress. The alleged issue could not be investigated due to unrelated failures.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 600 mg/dl with symptoms of nausea. The reporter was unable to complete troubleshooting at the time of the event. The pump was returned and investigated, but investigation for this issue could not be completed due to unrelated failures. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-jun-2018 with the following findings: a review of the black box showed call service 088 alarms followed by a replace battery alarm and power on reset. Deliveries were never resumed. The pump was returned with moisture behind the display lens. The pump powered up with auditory and vibratory alarms, and a blank display. Moisture ingress was found on the printed circuit board and internal components. Further testing was unable to be performed due to the moisture in the pump.